Event description:
A tech reported that after an intraocular lens (iol) was implanted the pt reported constant blurry vision and halos around lights. Two months postoperatively a limbal relaxing incision was performed. The iol was exchanged approx four months after initial implantation. In a f/u, the tech reported that the iol was exchanged for a different model lens.

Manufacturer narrative:
The lens was returned in pieces taped to a piece of cardboard. Solution was dried on the lens. Results from the product history record review indicated the product met release criteria. An approved lens/cartridge/handpiece combination was used during implantation. It is unk which component of the viscoelastic was used. Not enough info was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause for the complaint of blurry vision and halos around lights. The returned lens was torn pieces, similar to damage created when explanting a lens. A lens bench eval could not be performed due to the lens being returned in the lot number. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone and email. Returned phone calls were received on (B)(4)2014 and (B)(4)2014. (B)(4).